Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default.¿ FDA notified: the initial reporter also notified the FDA on 21 july 2021 via medwatch # mw5102501. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 1113439. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd 20ml syringe luer-lok" tip experienced foreign matter in the device cannula. The following information was provided by the initial reporter: bd luer-lok 20 ml syringe ref (B)(4) with an abvious white particulate within the strerile barreal. It was identified during the preparation of a sterile product the eve of; the prep was discarded and did not reach the patient level.